Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any further issues arise, which the caller acknowledged and understood.